Manufacturer narrative:
Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that, during a trial implant procedure on (B)(6) 2020, a cerebrospinal fluid (csf) leak occurred while the physician was placing a lead. The procedure was aborted and no symptoms were reported.